Event description:
A leveen superslim electrode was being used for therapeutic ablation of the liver on an unk date. When the needle was percutaneously advanced to the lesion with a metal adapter, resistance was felt, and the insulation peeled off.